Event description:
Patient presented to the physician with an infection at the ipg implant site. Physician prescribed antibiotics and cultured the site which came back bacterial. Physician brought the patient into the or and removed the entire inspire system.